Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in february 2019. (B)(4).

Event description:
Note: this report pertains to one of two devices used in the same patient and procedure. It was reported to boston scientific corporation that a nephromax balloon and percutaneous access needle were used during a percutaneous nephrolithotomy procedure performed in february 2019. The patient experienced pneumonia, sepsis and obstruction. It was reported that the patient had interventional radiology (ir) percutaneous tube placed and was sent to intensive care unit (ICU) with antibiotics.